Manufacturer narrative:
(B)(4).

Event description:
Procedure type: nephrectomy. According to the reporter: the insulation was damaged by extending the instrument. It was no longer safe for use because of the monopolar energy.